Event description:
First device popped/snapped when activated, 2nd device opened had exposed wires and coiled wires, 3rd device opened worked well. Multiple device failures-additional or time, no patient harm. All three devices had the same lot #. Expiration dates are not on available.======================manufacturer response for storz supraloop, brucker/messroghli (per site reporter).======================rep--by email.